Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. X-ray examination found the returning stylet was fully advance through the lead. The stylet insertion test was performed with the test stylet. The test stylet was able to be fully advance/remove through the lead without any restriction.

Event description:
It was reported the asymptomatic patient presented in clinic for a right ventricular lead implant. During the operation, it was observed the guidewire could not be fully inserted into the lead. The physician elected to use another lead, and the surgery was completed without issue. The patient was stable throughout.